Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned for normal battery depletion. Additional testing was done on the capacitor's which did not meet longevitiy expectations.